Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports error code 200.5040 on their 8100 (sn: (B)(4) after changing the logic board. Case resolution: - customers fleet are flashed at v9.17. - informed customer when logic boards are shipped, they are shipped with the latest software. - in this case v9.33 - informed customer they would need to downgrade the units software. - walked customer through setting up systems maintenance to flash unit. - customer needs to retain the poc software from their it department. - customer will call back if further assistance is requested. Ended call. (B)(4).